Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 05-aug-2021: it was reported an issue of air in line. As to the actual patient, there is no further information. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was in good condition with scratched screen. The customer stated problem was duplicated. Testing could not be completed due to -air in line- alarms. Replaced the defective air detector. The cause of the reported problem was traced to a defective air detector. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line alarm. No adverse effects reported.